Manufacturer narrative:
H4: device manufactured between april 14, 2020 to april 15, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of sterile repeater pump tube sets have fallen off/become detached from the spears (spike). This was observed during use of the device. There was no patient involvement. No additional information is available.